Event description:
This case was initially received via regulatory authority FDA (reference number: mw5043465) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy 4 months post surgical (essure procedure) / unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective and she was not sure if the tubes were occluded". Concomitant products included ibuprofen (advil [ibuprofen]) for pain nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, burning sensation ("burning or tearing feeling in uterine/ovary area either laying down or standing"), uterine pain ("frequent indescribable pain in uterus, discomfort in uterine area, occasional severe indescribable pain in uterus"), adnexa uteri pain ("frequent indescribable pain in ovary area"), arthralgia ("frequent indescribable pain in right hip area"), menorrhagia ("heavier menstrual cycles"), vulvovaginal mycotic infection ("increased yeast infections") with vulvovaginal discomfort, abdominal distension ("bloating"), dyspareunia ("pain in uterus after sexual intercourse"), nausea ("nauseous in morning and something throughout the day"), vaginal discharge ("abnormally increased vaginal discharge") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, burning sensation, uterine pain, adnexa uteri pain, arthralgia, menorrhagia, vulvovaginal mycotic infection, abdominal distension, dyspareunia, nausea, vaginal discharge and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety and device dislocation to be related to essure. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, arthralgia, burning sensation, dyspareunia, menorrhagia, nausea, pregnancy with contraceptive device, uterine pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "migration of implant,anxiety ", reporter lawyer added, product stop date added from summon. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: one migrated near liver"), pregnancy with contraceptive device ("pregnancy 4 months post surgical (essure procedure) / unintended pregnancy"), transient ischaemic attack ("transient ischemic attack during pregnancy."), autoimmune thyroiditis ("hashimoto's disease") and fallopian tube perforation ("one was punctured and coils sticking through fallopian tube") in a female patient who had essure (batch no. 975395) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective and she was not sure if the tubes were occluded" and device monitoring procedure not performed "no hsg performed". The patient's concurrent conditions included body mass index normal and irritable bowel syndrome. Concomitant products included ibuprofen (advil [ibuprofen]) for pain nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, transient ischaemic attack (seriousness criterion medically significant), burning sensation ("burning or tearing feeling in uterine/ovary area either laying down or standing"), uterine pain ("frequent indescribable pain in uterus, discomfort in uterine area, occasional severe indescribable pain in uterus"), adnexa uteri pain ("frequent indescribable pain in ovary area"), arthralgia ("frequent indescribable pain in right hip area"), menorrhagia ("heavier menstrual cycles"), vulvovaginal mycotic infection ("increased yeast infections") with vulvovaginal discomfort, abdominal distension ("bloating"), dyspareunia ("pain in uterus after sexual intercourse"), nausea ("nauseous in morning and something throughout the day"), vaginal discharge ("abnormally increased vaginal discharge"), anxiety ("anxiety"), depression ("influxes of depression"), urinary tract infection ("uti"), vaginal infection ("vaginitis"), autoimmune thyroiditis (seriousness criterion medically significant), vitiligo ("vitiligo"), fallopian tube perforation (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), hypoaesthesia ("numbness in right arm"), dysarthria ("slurred speech"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), abdominal pain lower ("cramping"), alopecia ("hair loss"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and abdominal discomfort ("abdominal discomfort"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, transient ischaemic attack, burning sensation, arthralgia, menorrhagia, vulvovaginal mycotic infection, dyspareunia, nausea, vaginal discharge, anxiety, depression, urinary tract infection, autoimmune thyroiditis, vitiligo, fallopian tube perforation, vision blurred, hypoaesthesia, dysarthria, dysmenorrhoea, fatigue, weight increased, constipation, abdominal pain lower and alopecia outcome was unknown and the uterine pain, adnexa uteri pain, abdominal distension, vaginal infection, mood swings, vulvovaginal pain and abdominal discomfort had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, arthralgia, burning sensation, dyspareunia, menorrhagia, nausea, pregnancy with contraceptive device, uterine pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, constipation, depression, device dislocation, dysarthria, dysmenorrhoea, fallopian tube perforation, fatigue, hypoaesthesia, mood swings, transient ischaemic attack, urinary tract infection, vaginal infection, vision blurred, vitiligo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Computerised tomogram - on an unknown date: showed occlusion of right fallopian tube most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medica record received:the event influxes of depression,anxiety, uti and vaginitis, hashimoto's disease, vitiligo, migration of essure device location of device: one migrated near liver clubbed with device dislocation,blurred vision,numbness in right arm, slurred speak, dysmenorrhea (cramping),fallopian tube perforation, fatigue, weight gain,constipation, cramping, hair loss,mood swing,vaginal pain,abdominal discomfort,no hsg performed,transient ischarmic attack added. Concurrent condition,lot number,expiration date,events outcome, reporters added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043465) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device: one migrated near liver'), fallopian tube perforation ('one was punctured and coils sticking through fallopian tube'), pregnancy with contraceptive device ('pregnancy 4 months post surgical (essure procedure) / unintended pregnancy'), transient ischaemic attack ('transient ischemic attack during pregnancy/tla (mini stroke) while pregnant with essure devices implanted') and autoimmune thyroiditis ('hashimoto's disease') in a 31-year-old female patient who had essure (batch no. 975395) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective and she was not sure if the tubes were occluded" on (B)(6) 2015 and device monitoring procedure not performed "no hsg performed". The patient's concurrent conditions included body mass index normal and irritable bowel syndrome. Concomitant products included ibuprofen (advil) for pain nos. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced dyspareunia ("pain in uterus after sexual intercourse"), nausea ("nauseous in morning and something throughout the day") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 months 9 days after insertion of essure. In 2013, the patient experienced anxiety ("anxiety"), depression ("influxes of depression"), vision blurred ("blurred vision"), fatigue ("fatigue/chronic fatigue"), constipation ("constipation / gi issues"), alopecia ("hair loss"), mood swings ("mood swings") and abdominal discomfort ("abdominal discomfort") and was found to have weight increased ("weight gain"). In 2014, the patient experienced transient ischaemic attack (seriousness criterion medically significant) and vitiligo ("vitiligo"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), burning sensation ("burning or tearing feeling in uterine/ovary area either laying down or standing"), uterine pain ("frequent indescribable pain in uterus, discomfort in uterine area, occasional severe indescribable pain in uterus"), adnexa uteri pain ("frequent indescribable pain in ovary area"), arthralgia ("frequent indescribable pain in right hip area"), menorrhagia ("heavier menstrual cycles"), vulvovaginal mycotic infection ("increased yeast infections") with vulvovaginal discomfort, abdominal distension ("bloating"), vaginal discharge ("abnormally increased vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vaginitis"), autoimmune thyroiditis (seriousness criterion medically significant), hypoaesthesia ("numbness in right arm"), dysarthria ("slurred speech"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), malaise ("crappy all the time"), mood altered ("bad mood") and feeling abnormal ("fog"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, transient ischaemic attack, burning sensation, arthralgia, menorrhagia, vulvovaginal mycotic infection, dyspareunia, nausea, vaginal discharge, anxiety, depression, urinary tract infection, autoimmune thyroiditis, vitiligo, vision blurred, hypoaesthesia, dysarthria, dysmenorrhoea, fatigue, weight increased, constipation, abdominal pain lower, alopecia, malaise, mood altered and feeling abnormal outcome was unknown and the uterine pain, adnexa uteri pain, abdominal distension, vaginal infection, mood swings, vulvovaginal pain and abdominal discomfort had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, arthralgia, burning sensation, dyspareunia, menorrhagia, nausea, pregnancy with contraceptive device, uterine pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, constipation, depression, device dislocation, dysarthria, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, hypoaesthesia, malaise, mood altered, mood swings, transient ischaemic attack, urinary tract infection, vaginal infection, vision blurred, vitiligo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Computerised tomogram - on an unknown date: results: showed occlusion of right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migration of implant/migration of essure device location of device: one migrated near liver concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: crappy all the time, fog, bad mood were added. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event verbatim constipation / gi issues were updated .new event: crappy all the time, fog, bad mood were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 10-aug-2015. The most recent information was received on 20-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: one migrated near liver"), pregnancy with contraceptive device ("pregnancy 4 months post surgical (essure procedure) / unintended pregnancy"), transient ischaemic attack ("transient ischemic attack during pregnancy."), autoimmune thyroiditis ("hashimoto's disease") and fallopian tube perforation ("one was punctured and coils sticking through fallopian tube") in an adult female patient who had essure (batch no. 975395) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective and she was not sure if the tubes were occluded" and device monitoring procedure not performed "no hsg performed". The patient's concurrent conditions included body mass index normal and irritable bowel syndrome. Concomitant products included ibuprofen (advil [ibuprofen]) for pain nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, transient ischaemic attack (seriousness criterion medically significant), burning sensation ("burning or tearing feeling in uterine/ovary area either laying down or standing"), uterine pain ("frequent indescribable pain in uterus, discomfort in uterine area, occasional severe indescribable pain in uterus"), adnexa uteri pain ("frequent indescribable pain in ovary area"), arthralgia ("frequent indescribable pain in right hip area"), menorrhagia ("heavier menstrual cycles"), vulvovaginal mycotic infection ("increased yeast infections") with vulvovaginal discomfort, abdominal distension ("bloating"), dyspareunia ("pain in uterus after sexual intercourse"), nausea ("nauseous in morning and something throughout the day"), vaginal discharge ("abnormally increased vaginal discharge"), anxiety ("anxiety"), depression ("influxes of depression"), urinary tract infection ("uti"), vaginal infection ("vaginitis"), autoimmune thyroiditis (seriousness criterion medically significant), vitiligo ("vitiligo"), fallopian tube perforation (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), hypoaesthesia ("numbness in right arm"), dysarthria ("slurred speech"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), abdominal pain lower ("cramping"), alopecia ("hair loss"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and abdominal discomfort ("abdominal discomfort"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)) and surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, transient ischaemic attack, burning sensation, arthralgia, menorrhagia, vulvovaginal mycotic infection, dyspareunia, nausea, vaginal discharge, anxiety, depression, urinary tract infection, autoimmune thyroiditis, vitiligo, fallopian tube perforation, vision blurred, hypoaesthesia, dysarthria, dysmenorrhoea, fatigue, weight increased, constipation, abdominal pain lower and alopecia outcome was unknown and the uterine pain, adnexa uteri pain, abdominal distension, vaginal infection, mood swings, vulvovaginal pain and abdominal discomfort had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, arthralgia, burning sensation, dyspareunia, menorrhagia, nausea, pregnancy with contraceptive device, uterine pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, constipation, depression, device dislocation, dysarthria, dysmenorrhoea, fallopian tube perforation, fatigue, hypoaesthesia, mood swings, transient ischaemic attack, urinary tract infection, vaginal infection, vision blurred, vitiligo, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Computerised tomogram - on an unknown date: showed occlusion of right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.